Event description:
It was reported by service report that the bed would not go down at both lift assemblies. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan sensor wire was cut.